Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead dislodged. Lead dislodgement resulted in no sensing and a loss of capture. The lead was explanted.